Event description:
The ge oec 9600 fluoroscopy system had an image quality issue, where the monitor had a brightness gradiant where one half the screen was half as bright as the other.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective image intensifier that was removed and replaced. This corrected the image quality issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue.